Event description:
Reportedly, during the procedure the device was applied however the jaws would not open and were stuck on the tissue. The instrument had to be cut away from the tissue and the procedure was completed without incident or injury.